Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator had o2 sensor error. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. The service engineer replaced the o2 sensor. Device passed all functional and electrical safety tests.